Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 419 mg/dl. The customer is treated with manual injection. After the troubleshooting was done, customer was advised that the alarm was caused by set/reservoir connection. The customer was advised to replace infusion set and reservoir. The customer's mother is returning his infusion set and reservoir for failure analysis and replacement.